Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with high stop currents and display with extra segments and flickering while pressing buttons due to moisture damage at the lcd board. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Unit was downloaded to carelink and thds2 successfully. Unit received with high stop current at 1.2 ma and display with extra segments and flickering display while pressing buttons. However, unit passed a21 error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit was monitored for 5 hours with a water fill test reservoir and 10 u/hour basal rate. Unit delivered properly all basal profiles. Moisture was noted under lcd window. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window.(B)(4) - 2015 pending dva testing and high current and display anomaly troubleshooting of root cause after dva testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may not be delivering insulin. Blood glucose level at the time of the incident was 470 mg/dl. The customer reported that she left the device on a plate for several hours and no insulin was present on the plate. Review of the insulin pump's alarm history showed that a motor error alarm occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.